Event description:
It was reported that the customer experienced an ongoing intermittent low blood glucose (bg) level of in the 30s mg/dl. Cause was not known. Customer consumed carbohydrates to address the low blood glucose and was using a pump with control-iq software active at the time. Technical support suggested that the customer consult with a healthcare professional to discuss potential factors affecting blood glucose levels, which the customer understood and acknowledged.